Event description:
It was reported that at the user facility, the device was found to be running on, without user activation. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.